Manufacturer narrative:
Patient height reported as (B)(6). Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4), manufacturing date: july 16, 1999. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during revision surgery on (B)(6) 2015, a cannulated 3.5mm hexagonal screwdriver was bent when surgeon was explanting the screw. A back-up large hexagonal screwdriver was used to remove the screw but the tip of the screwdriver broke off in the head of the screw during removal. It was reported that screw was successfully removed with additional screwdrivers and a screw removal set. No surgical delays were reported, patient/status outcome was stable and no reported fragments were generated from broken screwdriver tip. This is report 1 of 1 for (B)(4).